Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the connectors on the display were loosely connected, the connections were secured.

Event description:
The hospital reported that, at the end of a case, the unit had a system malfunction. The clinician switched to manual mode to complete the case. There was no reported patient injury.